Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient, since receiving their most recent implants, has not experienced the same level of relief as before. Patient services guided the patient on using the dbs therapy app, where the patient noticed the right implant setting was at 0.00v, which was unexpected as they had not made adjustments. Upon further review, the setting was at 4.9v. For the left implant, the patient observed a setting of 5.2v, differing from their recollection of 5.1 or 4.9v, but they decided to leave it at 5.2v as they were not experiencing significant symptoms. The patient also reported encountering a system error message on their handset while attempting to adjust therapy settings, with the message reading: "system error, the system has encountered an unexpected error. Please contact technical support code: 0x4af690a1." This message had appeared 3 or 4 times, but pressing restart cleared it. The agent assisted the patient in deactivating voice assist during the call, and the troubleshooting steps resolved the issue. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient. They reported that they received an email and wanted to answer the questions. They reported that their symptoms did not resolve after setting the therapy to 5.2v. Ever since they had this ins they had not had good therapeutic benefit. They reported that they would make an appointment with their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b35200, serial# (B)(6), implanted: (B)(6) 2024, product type implantable neurostimulator, product ID a620, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Actions/interventions taken to resolve the setting's issue was for the patient to meet with their provider for routine programming. Rep would follow up with provider to confirm resolution.

Event description:
Additional information was received from the patient during follow-up. They reported that they received an email and wanted to answer the questions. They reported that their symptoms did not resolve after setting the therapy to 5.2v. Ever since they had this ins they had not had good therapeutic benefit. They reported that they would make an appointment with their doctor. Additionally, the manufacturer representative (rep) and the healthcare provider (hcp) provided additional information regarding the event. Rep reported that actions/interventions were planned to attempt resolve the setting's issue was for the patient to meet with their provider for routine programming. Hcp found no issue with device and therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.